Manufacturer narrative:
We have searched and found that this stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). Evaluation summary. (B)(4). It was reported that a patient underwent an atrioventricular node ablation procedure with a stockert 70 rf generator and suffered a skin burn. The device was evaluated and no error found. Device is within specification. The device was subjected to pm, safety and functional testing and all tests passed. No malfunction found on device. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent an atrioventricular node ablation procedure with a stockert 70 rf generator and suffered a skin burn. There is no further information about the hospitalization and if any additional intervention was performed. The patient¿s medical history is unknown. The procedure was completed successfully. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power settings of 70 watts and temperature of 65 degrees. Bwi is taking a conservative approach based on limited additional information as we can¿t confirm the extent of the damage. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Bwi concomitant product used: product name: 8mm catheter: us catalog #: unknown, lot #: 17016925m. (B)(4).